Manufacturer narrative:
One used kit was received. Visual and functional inspection were conducted on the returned tnf-r transducer coupled to the ad-set and ta4004 critiflo assembly. Leakage was observed at the returned tnf-r transducer during the fluid flush test. Investigation showed leakage was caused by a crack at the female luer of the tnf-r transducer housing. Flow rate test conducted by coupling the returned ad-set to the remaining components, without the cracked tnf-r transducer showed that the ta4004 crififlo assembly passed the required specification and was fully functional. Manufacturing process review showed no deviation during the manufacturing of the product. Batch documentation was not reviewed due to the unavailabilty of the affected lot number. Based on the findings, the most likely cause of the cracked female luer of the returned tnf-r transducer could be due to the overtightening of the connection during the user's application.

Event description:
Fluid flash for ta4004 is larger than normal when not flushing.